Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole and pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of 1 of the 8 pedicle screws placed with the aid of navigation was detected by the surgeon with intraoperative x-ray verification shots, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to the surgery/anesthesia prolong of ca. 10min for the placement correction. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, or blood vessels) due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause of the inaccurate screw placement at right l3 performed with the aid of navigation, deviating ca. 5mm too lateral than intended, was a decalibrated (and therefore inaccurate) non-brainlab c-arm that was used to acquire the patient scan that was subsequently registered and accepted for use with navigation, in combination with the user trying to manually compensate for the observed deviation. The non-brainlab c-arm was inspected by a manufacturer representative after the surgery and determined to require a recalibration. The non-brainlab c-arm had become decalibrated since the last calibration of its properties to the brainlab navigation, likely due to one or more possible factors, which may include (but are not limited to): improper/rough handling of the c-arm, and/or collision of the c-arm against a wall or objects. Apparently, the resulting deviation between the in the navigation displayed registered patient scan and the actual patient anatomy was recognized by the user with the appropriate and necessary accuracy verification during the verification step prior to accepting the registration. However, the user decided to accept the inaccurate registration to continue using (inaccurate) navigation to plan and to perform invasive surgical actions and placements by attempting manual compensation. Since the navigation displays instrument positions 3-dimensionally to the patient scan imported, manual human compensation for a deviation detected is unreliable and cannot be considered adequate. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Additionally, the affected non-brainlab c-arm was recalibrated by a manufacturer representative, and its new properties to the brainlab navigation by brainlab.

Event description:
An open surgery on the lumbosacral spine for a fusion of vertebrae l3 to s1, due to lumbar stenosis, with intended placement of 8 pedicle screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. The patient had from a former surgery pre-existing pilot holes bilateral in vertebrae l4 and l5, and in s1 bilateral existing spine screws that were intended to be revised at this surgery. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l3. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, estimated that the navigation accuracy deviated by ca. 2-3mm, but accepted the accuracy to proceed, intending to "manually" correct physically for the observed deviation continuously. Starting with left l3, used the navigated pointer to plan the screw location, opened the cortical bone with a not navigated non-brainlab matchstick, and created the pilot hole to the desired depth with a navigated straight probe. The pilot hole was checked with neuromonitoring by stimulating the probe. Calibrated a non-brainlab tap to navigation for instrument position display, and threaded the pilot hole, with neuromonitoring check stimulating the tap. Calibrated also the non-brainlab screwdriver to navigation, and placed the pedicle screw navigated with it following and into the threaded pilot hole. Also the placed screw was stimulated for neuromonitoring. Prepared and placed the remaining 7 screws, whereas all vertebra levels except l3 had already pilot holes prepared from the former surgery, which were followed with the navigated screwdriver (including s1, with the pre-existing screws removed and re-placed with new ones in the same pilot holes at this surgery). The right l3 screw was prepared, incl. Pilot hole creation, and placed with the same navigated method as for left l3 above. After the intended 8 screws bilateral in l3 to s1 were implanted into the spine, determined from intraoperative post-placement x-ray (fluoro) verification shots that the right l3 screw deviated from its intended location shifted laterally by ca. 5mm, and decided to re-place it to its desired position. Removed the rl3 screw and used a navigated curved probe to adjust the pilot hole, and after and under neuromonitoring, re-placed the rl3 screw with the same method with the navigated tap and screwdriver. After new intraoperative x-ray verification shots confirmed the intended position of the pedicle screw, completed the fusion surgery and closed the patient. According to the surgeon: the deviation of 1 of the 8 pedicle screws placed with the aid of navigation was detected by the surgeon with intraoperative x-ray verification shots, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to the surgery/anesthesia prolong of ca. 10min for the placement correction. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, or blood vessels) due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.